Manufacturer narrative:
The reported complaint of the icy catheter (lot # 195238) leak was confirmed during functional testing. A pinhole leak was observed at the middle of the medial balloon during the functional pressure leak test. The probable root cause of the pinhole leak was a latent material defect. During the functional pressure leak test all infusion ports and lumens were flushed without resistance. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a pinhole leak was observed at the middle of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and no similar complaints were reported for the icy catheter with lot number 195238. Correction: b5 and d4, lot # for catheter.

Event description:
Ivtm therapy was initiated using an icy catheter (lot # 195238). During treatment, the thermogard console was reported to be noisy. At an unspecified time, the saline bag was found to be empty. The bag was replaced, and during one hour, a drop in the saline level was observed. The patient received approximately 250 ml of saline infusion from the first bag and an additional 50-100 ml from the second bag. The customer suspected saline leakage from the icy catheter. According to the reporter, the catheter leak check, as outlined in the instructions for use (IFU), was not performed. No consequences or impacts on the patient.

Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed. Seems that around 350 ml of sterile cold saline were entered the patient's vasculature. No patient injury reported. Administration of saline i.v. Is one of the common methods of treatment at the hospitals and should not harm a patient. The customer could benefit from additional training on how to handle suspected catheter leak. The fluid ran into the patient's vasculature is an anticipated event. Based on available information, no patient's effect was observed.

Event description:
Ivtm therapy was initiated using an icy catheter (lot # 202910). During treatment, the thermogard console was reported to be noisy. At an unspecified time, the saline bag was found to be empty. The bag was replaced, and during one hour, a drop in the saline level was observed. The patient received approximately 250 ml of saline infusion from the first bag and an additional 50-100 ml from the second bag. The customer suspected saline leakage from the icy catheter. According to the reporter, the catheter leak check, as outlined in the instructions for use (IFU), was not performed. No consequences or impacts on the patient.